Event description:
The customer reported that the bottom portion of the progress bed was not inflating and the patient developed a pressure injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported that the bottom portion of the progress bed (sn# (B)(6)) was not inflating and the patient developed a pressure injury. Follow-up with the customer found that this patient developed a deep tissue injury (dti) to the buttocks that developed into an unstageable pressure injury. The pressure injury was treated with zinc spray and exudry dressing, and surgical debridement was recommended. The customer reported that this patient had an admitting diagnosis of superior mesenteric artery stenosis and was admitted to the ICU due to respiratory failure associated with the admitting diagnosis. The customer also reported that the patient remained on the bed following the reported deflation due to the hemodynamic instability, as the patient was unsafe to move. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The inspection of the bed by a baxter service technician found the bed to be working as designed, noting that there were no error codes and the mattress was inflated. The bed functioned as intended. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structures. Pressure ulcers covered with slough or eschar are unstageable by definition. The base of the ulcer needs to be visible in order to properly stage the ulcer, as slough and eschar do not form on stage 1 or stage 2 pressure ulcers, the ulcer will reveal itself as either a stage 3 or stage 4 pressure ulcer. A deep tissue pressure injury is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. A stage 3 pressure injury is defined as full-thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full-thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage 4 pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. In this event, the patient was reported to have a deep tissue injury that was unstageable. The wound was treated with zinc spray and exudry dressing, and the patient was eventually moved to an alternate bed. It is unknown if the reported recommended surgical debridement was performed as the customer declined to provide further details. Based on the details provided, there was no report of required medical or surgical intervention to preclude permanent impairment of a body structure or body function, however, there is no confirmation that the unstageable dti resolved. Therefore, the reported dti of the buttocks is considered a serious injury for the reasons stated above. The exact causality of the patient¿s unstageable dti is undetermined, as in this event, the patient¿s complex history and instability precluded the caregiver¿s inability to transfer the patient out of the bed when the customer perceived that the bed was not functioning. However, the inspection of the bed ruled out a device malfunction. The device IFU outlines certain conditions that cause the pressure redistribution property to be not active including 'an error with the surface.' Furthermore, the IFU instructs the user, in the event of an error/malfunction, to contact the facility¿s maintenance department of hillrom (baxter) for assistance.